Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the air/water/instrument channel connector of the endoscope reprocessor was damaged. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was not returned to olympus for evaluation; however, a field service engineer was dispatched to customer site and replaced the damaged connector. A root cause could not be identified. Based on the results of the investigation, the most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.